Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure mode was observed as a link detachment. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The link break and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6; medical device problem code 1142 - removed.

Event description:
An additional suture was returned to abbott. The link was separated. Follow up with the account was performed, it was reported that a cuff miss [suture retrieval issue] occurred. No additional information [including method to achieve hemostasis] was provided.

Manufacturer narrative:
B3- date of event: estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.